Event description:
Per co rep, during the procedure, the first band deployed successfully but the physician was unable to deploy the add'l bands. Another same device was then used and six out of the seven bands deployed successfully. It is unk if the physician was satisfied that the procedure was completed, or if another device was used to complete the procedure.